Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after possibly being exposed to moisture. There was no impact to the customer's blood glucose level. Although requested, no further information was provided on the reported event.